Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 00:00:49. During night drain cycle four, the patient's ultrafiltration reading was 1501ml, indicating the home patient (hp) drained 1501ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1501ml during therapy initiated on (B)(6) 2012 00:00:49, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. Cycle 4 received a partial fill. Cycle 4 drain was completed on (B)(6) 2012 08:00:29 and the user's actual drain volume during cycle 7 was 03987ml. The actual drain volume of 3987ml is 159% of largest prescribed fill volume (lpfv) of 2500 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.